Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit had a leaking from helium tank.. There was no patient injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8,d9,h3, e1 (event site email), h6. (Type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions, medical device ¿ problem code). Additional initial rep: (B)(6). A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the helium tank. The unit passed all functional and safety tests per manufacturer specifications.